Event description:
During an lar procedure, one side (anus side of staple line was not stapled. The other side of staple line was stapled. There was no staple left in the cartridge. The procedure was completed by additional suture. There was no pt consequence.